Event description:
Customer reported experiencing a high blood glucose event, though the exact level was not specified and was displayed as "high." There was no adverse impact to the customer's blood glucose level, as they managed the situation without third-party assistance. To resolve the issue, the customer changed the infusion set and cartridge twice, and control iq feature was on during the event. Technical support advised the customer to consult with a healthcare provider to identify potential causes and agreed to send replacement infusion sets and cartridges as per the customer¿s request.